Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The balloon was stuck inside the cypher stent after the stent had been deployed. It was very hard to remove and the physician had to use extreme force to pull the balloon out from the stent. He finally succeeded without any adverse consequence to the patient.